Event description:
Had mcghan textured implants. They left me incapacitate and barley able to function. Now have severe and possible alcl cancer. Chronic fatigue/fatigue: chronic neck and back pain, muscle aches/muscle weakness/muscle pain/muscle twitching, joint pain/soreness; dry skin and hair, hair loss, hair breakage, stunted hair growth, ringing in ears/short term hearing loss, premature aging, inadequate sleep and insomnia; cognitive dysfunction, brain fog, memory loss, slow healing/ easy bruising, weight fluctuations and problems, overall body inflammation and edema; skin rashes, low libido; temperature intolerances, parathyroid problems, hyper/hypo thyroid symptoms, adrenal fatigue, weakened immune system- low immunity, symptoms or diagnosis of fibromyalgia, rheumatoid arthritis, lupus, sjögren's syndrome, raynaud's syndrome, hashimoto's thyroiditis, scleroderma; multiple sclerosis, ulcerative colitis, and crohn's disease, auto immune disease symptoms; frequent urination, dehydration, fevers and night sweats, unrelenting viral, bacterial, and fungal infections; intolerance to foods and beverages/food allergies, yeast infections, candida, sinus and uti infections; headaches, migraines, hormonal imbalance, declining hormones, early menopause, slow muscle recovery after activity, heart palpitations, changes in normal heart rate or heart pain, swollen and tender lymph nodes- breast area, neck, underarm, throat, groin; numbness and tingling sensation in lower and upper limbs, chest discomfort, and shortness of breath, cold and discolored feet, hands, and limbs, pain and burning sensation, including shooting pains in breast area and underarm; throat clearing, coughing, difficulty swallowing, heartburn, metallic taste in mouth, anxiety, panic attacks, and depression, oral thrush- white tongue, overall feeling as though you are dying, photosensitivity; smell or chemical sensitivities, symptoms or diagnosis of dysautonomia, skin freckling, pigmentation changes, increase in papules (flesh colored raised bumps), nail changes (cracking, splitting, slow growth, etc.). FDA safety report ID# (B)(4).